Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report of peritonitis and death coincident with unknown dianeal on peritoneal dialysis therapy. It was reported that the patient passed away on (B)(6) 2012. The nurse stated that the patient was hospitalized for peritonitis prior to death (event start date and hospital admission date were unknown). The cause of peritonitis was unknown. The recovery status of peritonitis at time of death was unknown. The patient died in the hospital; the cause of death was respiratory failure. None of the events were related to dianeal therapy. No further information is available.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd891093 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.